Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she believed that her insulin pump stopped giving her insulin, which resulted in high blood glucose on saturday. The patient's blood glucose at the time of incident was 381 mg/dl. Troubleshooting was declined. No products were returned or replaced.